Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2021. During the procedure, it was noted that the lead being implanted had noise that was preventing measurement. The location of the lead in the heart was not specified. Therefore, the physician elected to replace the lead with another. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.